Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported tissue damage could not be determined. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances. The reported patient effect of tissue damage is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the valve. After the first grasping attempt, the mr reduced to trace however shortly afterward it seemed the leaflets were not grasped properly and the mr increased. The leaflets were ungrasped and the clip repositioned when it was noted the anterior leaflet was damaged. The leaflets were able to be regrasped and the clip deployed, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.